Event description:
Boston scientific (formerly guidant) rec'd info that a blood clot was identified via ultrasound and computed tomography during a routine graft check. The clot was behind the ancure endograft and the endograft had collapsed on the left side. A revision procedure was performed where the pt had a femoral to femoral bypass successfully performed. The ancure endograft remained implanted and, no add'l adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft remains implanted. No add'l info is available at this time. If add'l info becomes available, this report will be updated.